Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the e218 error code was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and fibre bonding damage. A root cause could not be identified. Based on the results of the investigation, it is likely the e218 error code and no image was due to a broken video connector. Based on the results of the investigation, a root cause for damaged fiber bonding could not be established. Based on the results of the investigation, and since the greenish image and lines was not reproduced during the device evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope experienced error code e218 on the screen and shows incorrect colors (greenish) and lines. There were no reports of patient harm.